Event description:
The customer reported that their device no longer had the ability to power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer advised physio-control that they plan on replacing the device but have not sent the device back to physio-control for evaluation. The cause of the reported issue could not be determined.